Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in therapy effect. At one refill, the pump was dry and at another refill, there were 4-6 cc left; the expected volumes was not provided for either refill. The pump was alarming when it was empty. The device system was used to deliver dilaudid. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.